Event description:
It was reported that the polarstem modular head for 21000662 broke inside the patient. There was no delay and the procedure was finished using a smith & nephew back up. Patient was not harmed.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
H3, h6: it was reported that during a total hip arthroplasty, a polarstem modular head for 21000662 was broken upon impaction of the patient, internally. Surgery was finished with a s&n backup device, without any surgical delay. The polarstem modular head (750023711), used in treatment, was not received for investigation. Therefore, a product evaluation is not possible and the relationship between the reported event and the device cannot be confirmed. The production documents could be reviewed. There are no indications that the part failed to match specification at the time of manufacturing. A complaint history review was performed. The complaint is in line with the current risk management of the device. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all instruments must be inspected and controlled for proper functioning after cleaning/disinfection. Review of past corrective actions was performed. No further escalation is required. The polarstem modular head (750023711) is designed to impact a ball head on the polarstem taper. It is therefore subjected to repeated impact forces. Additionally, repeated steam sterilization processes could contribute to an embrittlement. It is however unknown for how many cycles this instrument has been used. A functional test simulating 5 years of use was performed, however the reported failure mode could not be reproduced. The reported failure mode cannot be confirmed and the root cause stays undetermined after investigation. To date, further actions are not deemed necessary. Smith + nephew is monitoring the device for further similar issues.